Event description:
The spiros would not attach to the syringe properly while preparing a chemo therapy IV admixture. It easily popped off the syringe instead of staying locked on. Product never reached patient. No harm to either patient nor medical staff.